Event description:
It was reported that pump was implanted in 01. Only morphine was used and the pump functioned properly. The following month the pump was emptied and the return measured 14.9ccs which was not correct. The pump was emptied and refilled with 30cc morphine. 2 months later, return volume was 29cc. The pump was explanted.